Event description:
It was reported that the pt was undergoing a concentration change after a pump study and a suspected withdrawal episode. No specific pt symptoms were reported. The hcp failed to program a bridge bolus after changing the concentration from 2000 mcg/ml to 500 mcg/ml. The hcp realized it right away and tried to program the 2000 mcg/ml concentration back in again in order to program the bridge bolus. When the assistance of technical services to navigate the programming screens the bridge bolus was successfully programmed. No pt symptoms occurred as a result of the failure to program the bridge bolus. The pt recovered without sequela. Reference MFR report #2182207200700090.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4) 2011, this report will be processed as is.